Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or scroll bars moving up noted. The device had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner, minor scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 8.1 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.